Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the hcpbelieves the patient's therapy was off because they were acting funny recently. The rep stated they kept charging the ins for the last two weeks but the insr showed the ins was at 3/4 full and would not leave that percentage no matter how long they charged. The rep noticed there was a hole on the insr antenna. An email was sent to repair. No further complications were reported/anticipated.